Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. Upon eval, the d8 and d11 diodes were detached from the solder pads on the defibrillator board and the r45 resistor was open on the computer/analog (ca) board. The cause of the code 102- charge profile faults is the open r45 resistor. The cause of the open resistor is excessive current during charging of the converter. The cause of the excessive current is the fractured solder connections at the diodes. The root cause of the fractured solder connections cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The pt's download revealed numerous occurrence of service code 102- charge profile fault. The patient was issued a replacement monitor.